Event description:
It was reported that a patient underwent a gynecological procedure in late 2008. During the procedure, the motor was running slow and it bogged down in reverse. The procedure was successfully completed using the same unit with no adverse patient consequences.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: he product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-00053. The same device is represented in each medwatch as it was involved in two events.